Event description:
The patient reported that blood glucose readings were not displaying on the omnipod 5 controller while using the dexcom g7 continuous glucose monitor shortly after applying a new pod to the arm. She stated that a ¿sensor not communicating with pod¿ message appeared and noted that her dexcom system had been functioning normally for approximately 15 days prior to the event. The communication issue began immediately after the pod change. The patient subsequently observed a continued rise in blood glucose, ultimately reaching 626 mg/dl. She reported multiple unsuccessful attempts to deliver bolus doses. As her glucose level increased, she developed symptoms of nausea and vomiting, which led her to seek medical attention. The patient was admitted to the hospital on (B)(6) 2026, and remained hospitalized for approximately three days, being discharged on (B)(6) 2026. She reported receiving intravenous insulin during her hospitalization. The patient was unable to recall the specific diagnosis provided during medical evaluation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.